Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the inform meter casing near the connector port appeared melted and the connector pins appeared burned. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.